Event description:
The reporter indicated that an implantable collamer lens of unknown model and size flipped upon insertion on (B)(6) 2023. The lens was implanted and removed intra-op and the backup lens was implanted instead. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).